Event description:
Per fax, product tank is leaking.per independent repair center statement unit has low o2 or yellow light. The key failure was the product tank was leaking. Additional malfunctions were the zip ties leaking and the p.m. Kit was dirty.